Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photo of the kit has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the kit was opened, the j-tip guidewire was missing from the kit. Another kit was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that when the kit was opened, the j-tip guidewire was missing from the kit. Another kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Investigation summary: the sample was not returned for evaluation. No images of the device contents or medical records were provided for review. The investigation is inconclusive for the reported missing component as the device was not returned and no evidence was provided beyond the reported event details. The root cause could not be determined based upon available information. It is unknown whether handling issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.